Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number was not known. The lot history review was not conducted because the lot number was not known. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised to select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿adhesion of the ground pad is not working as expected. The pad gets disconnected frequently creating discomfort to the surgeon.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed with a 10-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.